Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. .

Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient faced low blood glucose level 78-91mg/dl event on 20-feb-2026. The patient treated with carbs. No further information available.